Manufacturer narrative:
Work order search: no similar claims were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Concomitant medical devices: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the lens with scratches on the haptic. Claim #(B)(4).

Event description:
The reporter stated that a cc4204a, +19.5 diopter, implantable collamer lens was opened but not used. There was no patient contact. The reporter was unable to provide further information on the damaged lens.